Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient was hospitalized for an intestinal obstruction. On (B)(6) 2023, the patient underwent a CT scan that revealed that the pej was found to be tightly encapsulated with food debris in the small intestine which caused the intestinal obstruction. It was reported that the pej was removed and a new pej was placed at that time. The patient was treated with an unknown intravenous antibiotic from (B)(6) 2023 to (B)(6) 2023. On (B)(6) 2023, the patient was discharged. On (B)(6) 2023, the patient had a check up and reported feeling well.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. H6 code of 4581 was chosen to capture the event of intestinal obstruction. Intestinal obstruction is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental med-watch will be filed.